Manufacturer narrative:
One of the left vent valves that failed was sent back for inspection and testing. Based upon the complaint description, it is believed that the failure of the left vent valves was due to a manufacturing defect. After further inspection, it was noted that with enough force the valve opened, but it was still determined to be defective due to the fact that the amount of force needed to move the valve exceeded normal usage. After reviewing the lot history file it was determined that all valves from the lot where the failure was found had been used, therefore, a total of (B)(4) valves from two other additional lots were tested to verify that air passed through without restriction in one direction. All (B)(4) left vent valves passed inspection. Additionally, (B)(4) sterile kits from lot 13498-02 were removed from stock and tested for air passage through the left vent valve. All of the 30 left vent valves passed appropriate testing without any incident. Subsequently, the manufacturer was contacted and the valve was sent back to them for eval. (B)(4).

Event description:
One way valve to the vent failed and had to be cut out of 2 separate occasions.